Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A biomedical technician (biomed) at a user facility reported that the ultrafiltration (uf) did not start at the initiation of a patient's treatment using a fresenius 2008k hemodialysis (hd) machine. There was no patient adverse event or injury reported. Following the event, the machine was removed from service. A fresenius regional equipment specialist (res) performed an on-site evaluation of the machine. The res was unable to duplicate the uf problem. However, the res replaced and calibrated the temperature sensors (ntc 2 and ntc 3) due to frayed and exposed wires. The res also replaced a broken bicarbonate reed switch. The res tested the machine and all functional checks passed. No parts are reported to be available to be returned to the manufacturer for evaluation. No further information has been made available at this time.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The 2008k hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res was unable to duplicate the ultrafiltration (uf) problem. The res was able to start the uf when the treatment button was pressed. The res replaced the temperature sensors and bicarbonate reed switch due to unrelated physical damage. The res tested the machine and all functional checks passed. The unit was reportedly placed into service at the user facility without any further issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance or any associated rework identified during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. The res verified that the machine was operating properly during evaluation of the machine on-site at the user facility. Therefore, the complaint is not confirmed.